Manufacturer narrative:
The reported glidescope video baton quickconnect large was returned to verathon for evaluation along with the customer's glidescope core 2m quickconnect cable. A verathon technical service representative (tsr) evaluated the video baton and was able to confirm the reported image issue and the light-emitting diode (led) cutting in and out. In addition, visual inspection identified the video baton's connector was missing a pin. The glidescope video baton quickconnect large failed verathon's device functionality testing. Next, the verathon tsr evaluated the returned cable but was unable to reproduce the reported image issue. The glidescope core 2m quickconnect cable passed verathon's device functionality testing and was confirmed to be within specification. Upon completion of verathon's device evaluation, the glidescope video baton quickconnect large and glidescope core 2m quickconnect cable were scrapped due to the customer already being provided replacements and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an intubation using a glidescope video baton quickconnect large, the image was going in and out. Furthermore, the light failed to illuminate consistently and the glidescope core 2m quickconnect cable was not staying connected to the video baton. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.